Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Pump passed displacement test. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in reservoir ring. The customer¿s blood glucose level was unknown. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. The insulin pump was returned for analysis.